Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states when he sets the unit above 3 lpm the unit shuts down no lights or audible alarms go off.